Event description:
A non-healthcare professional reported that decentered and irregular flap due to patient movement in the right eye of a patient , during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior to the date of surgery and met specifications as per service and installation record. No technical root cause was identified as the product was found to be within specifications. The treatment report as well as the initial description indicates that the incident was caused by patient movement. This case is therefore categorized as external - event related to patient condition/non-product factors. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that decentered and irregular flap due to patient movement in the right eye of a patient , during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).